Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid of an unspecified concentration at a minimum dose rate via an implantable pump for spinal pain. It was reported that as per a physician the patient experienced cerebrospinal fluid (csf) leak with accumulation of csf in the pump pocket. The event occurred during normal use. The date of event was unknown. Diagnostic testing/troubleshooting performed including results and dates were unknown. The catheter was replaced in entirety. Environmental/external/patient factors that may have led or contributed to the issue was noted as being unknown. The issue was resolved at the time of the report. It was indicated that the customer was notified that product should be returned to the manufacturer; however, the catheter was discarded by the hcp. The patient was without injury regarding their status at the time of the report. The patient¿s medical history and weight were unknown. Other medications (oral, etc.) The patient was taking at the time of the event were unable to be obtained. It was indicated that the hcp had no further information on this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.